Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pacing impedance measurement of 2,034 ohms. The rv threshold and impedance measurement has had a steady increase from 917 ohms since (B)(6) 2025. The rv threshold is currently greater than 3.0v (volts) with output set to 2.5v. It was noted intermittent undersensing of r waves and rv loss of capture (loc) was observed. Technical services (ts) was consulted and provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic as soon as possible for further evaluation. At this time, the device and this rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pacing impedance measurement of 2,034 ohms. The rv threshold and impedance measurement has had a steady increase from 917 ohms since(B)(6) 2025. The rv threshold is currently greater than 3.0v (volts) with output set to 2.5v. It was noted intermittent undersensing of r waves and rv loss of capture (loc) was observed. Technical services (ts) was consulted and provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic as soon as possible for further evaluation. At this time, the device and this rv lead remain in service. No adverse patient effects were reported.received additional information the rv pacing impedance measurement continues to increase high out-of-range along with the rv threshold measurement. A lead anomaly is suspected, and ts was consulted for guidance. No additional information has been received at this time. The device and rv lead remain in service. No adverse patient effects were reported.received additional information from technical services (ts) advising the recently stored events confirm the electrogram (egm) channels are clean and artefact free with appropriate sensing. Ts provided lead troubleshooting and recommendations if the threshold continues to rise along with the impedance measurement continuing to be greater than 3,000 ohms. At this time, the device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pacing impedance measurement of 2,034 ohms. The rv threshold and impedance measurement has had a steady increase from 917 ohms since (B)(6) 2025. The rv threshold is currently greater than 3.0v (volts) with output set to 2.5v. It was noted intermittent undersensing of r waves and rv loss of capture (loc) was observed. Technical services (ts) was consulted and provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic as soon as possible for further evaluation. At this time, the device and this rv lead remain in service. No adverse patient effects were reported. Received additional information the rv pacing impedance measurement continues to increase high out-of-range along with the rv threshold measurement. A lead anomaly is suspected, and ts was consulted for guidance. No additional information has been received at this time. The device and rv lead remain in service. No adverse patient effects were reported. Received additional information from technical services (ts) advising the recently stored events confirm the electrogram (egm) channels are clean and artefact free with appropriate sensing. Ts provided lead troubleshooting and recommendations if the threshold continues to rise along with the impedance measurement continuing to be greater than 3,000 ohms. At this time, the device and rv lead remain in service. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Received additional information the impedance trend shows unipolar configuration impedance has been gradually increasing following the polarity switch. It was also noted the right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services (ts) recommended an in-office lead assessment. At this time, the device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.